Manufacturer narrative:
Medical safety/clinical reviewed the event. An 80-year-old female with a significant medical history of coronary artery bypass grafting (CABG) performed on (B)(6) 2025 was admitted postoperatively to the intensive care unit (ICU). On postoperative day one, the patient experienced cardiac arrest in the ICU. An intra-aortic balloon pump (iabp) was placed for hemodynamic support. The patient experienced a subsequent cardiac arrest while in the ICU and was transferred emergently to the cardiovascular laboratory for placement of an impella cp and performance of left heart catheterization (lhc). The impella cp device (pump 1) was successfully placed during active cardiopulmonary resuscitation. Following placement, elevated motor current and low flow alarms were observed, consistent with suspected thrombus ingestion. Due to concern for pump thrombosis and impaired device function, impella cp pump 1 was removed and exchanged for a second impella cp device (pump 2). Left heart catheterization demonstrated occlusion of all coronary artery bypass grafts. Percutaneous coronary intervention (pci) was performed on the native left anterior descending (lad) artery and the right coronary artery (rca). Despite revascularization and mechanical circulatory support, the patient experienced multiple recurrent cardiac arrests. Return of spontaneous circulation (rosc) could not be achieved. The patient expired on support. Impella cp pump 1 (sn(B)(6)) is being reported as associated with the death outcome because it was utilized during the resuscitative efforts in the setting of cardiogenic shock and cardiac arrest and was exchanged due to suspected thrombus ingestion and device dysfunction. However, the patient¿s death is considered primarily attributable to severe multivessel coronary artery disease, acute graft failure, refractory cardiogenic shock, and repeated cardiac arrest unresponsive to advanced resuscitative measures. Note: h6. Investigation type/findings/conclusion remain unchanged as previously reported.

Manufacturer narrative:
Correction: e4 and h6 medical device problem code 140508 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Saturated flows: the data logs were reviewed and full case showed no events of pump having saturated flows. There was no defect found with relative to saturated flows. Low pump flow/pump suction: the data logs were reviewed and motor current (mc) spike greater than1400 ma observed soon after implant. The cause of low pump flow/pump suction was due to biomaterial ingestion based on log and clinical analysis. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported patient had a cp inserted to support the patient admitted in actively coding and in need of care escalation from the intra-aortic balloon pump. The cp was placed but explanted after just 19 minutes with saturated flows. The team replaced the cp with another and on that 2nd pump the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.